Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6) 2022. D1: the reported product is an unknown baxter transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. It is recommended not to apply cleaning agents that contain hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors. Bleach is not allowed to come into contact with the tubing set. All users/patients should ensure that the transfer set and catheter tubing are clean and dry while always maintaining aseptic technique. Failure to do so may result in infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to the patient using alcavis solution to clean the transfer set and pd catheter resulting in cracks and leaking. The patient presented to the pd clinic, was diagnosed with peritonitis, the transfer set was changed and the patient was sent home with oral antibiotics. On an unknown date, the patient was hospitalized for the peritonitis. The patient was treated with unknown oral and intravenous antibiotics. Pd therapy was ongoing during hospitalization. On an unknown date approximately two months later, the pd catheter was removed, and the patient was transferred to hemodialysis. The peritonitis event resolved, and the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.